Manufacturer narrative:
The ICD was received and analyzed. Upon receipt, a small fragment of the lv lead was still connected to the is4 header bore of the ICD, as mentioned in the complaint description. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was inspected in detail. In agreement with the clinical observation, removal of the lead fragment was difficult. Once the lead fragment could be removed, coagulated blood rests were noted inside the header bore as well as on the lead fragment. Otherwise no anomalies were present. It is reasonable to assume that the coagulated blood let to the reported difficulties during the lead extraction. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. Rests of coagulated blood let to the clinical observation.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High impedance and a loss of capture was observed on this left ventricular lead after the patient received an appropriate shock.